Event description:
Additional information reported indicated that the patient had their neurostimulator explanted. The patient had residual pain from the explant, but she felt better. Additional information had been requested, but was not available as of the date of this report.

Event description:
It was reported that the patient experienced a shocking sensation in the groin area and down their legs. She turned the stimulation off but still felt pain in the legs and butt area. It was noted that she was in pain all of the time and was unable to sleep. She has tried to adjust the implantable neurostimulator (ins) but it did not help. There was no known accident or incident related to this issue and the patient stated that she has had "every test in the book" but they could not find anything wrong. She did not currently have a healthcare professional to follow-up with but noted that she did have resources to find new physicians. Additional information was requested regarding the event but was not available at the time of this report. A follow-up report will be sent upon receipt of any information received.

Manufacturer narrative:
Programmer model 3037 (B)(4); lead model 3093-28 lot# v017157 implanted: (B)(6)-2007 explanted: unk.